Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. Upon review, the right ventricular lead exhibited high capture threshold and loss of capture. A dislodgement or micro-dislodgement was suspected. On (B)(6) 2018, the patient's lead was repositioned successfully. The patient was stable throughout.